Event description:
It was reported that a request of the cardiac resynchronization therapy defibrillator (crt-d) system data was requested due to high out of range shock impedance observed. Upon review of the device data, technical services (ts) discussed the left ventricular (lv) lead exhibits high out of range pacing impedance and the lv lead settings were reprogrammed by the clinic. It was also noted that the three months impedance trend of the lv lead shows several decreases to normal values, which could be indicative of a broken conductor and testing of the different vectors was recommended. In addition, the right ventricular (rv) lead exhibits high out of range shock impedance and it has been gradually increasing over the last year. There are no signs of noise from the rv lead and troubleshooting recommendations were provided. The crt-d system remains in service. No adverse patient effects were reported. It was discussed that there complications observed on the lv lead following troubleshooting performed in clinic and the patient was listed for lv lead replacement. In addition, it was mentioned that commanded shocks would be performed before the lv lead replacement procedure, however, there is not yet information on a scheduled date for these procedures.

Event description:
It was reported that a request of the cardiac resynchronization therapy defibrillator (crt-d) system data was requested due to high out of range shock impedance observed. Upon review of the device data, technical services (ts) discussed the left ventricular (lv) lead exhibits high out of range pacing impedance and the lv lead settings were reprogrammed by the clinic. It was also noted that the three months impedance trend of the lv lead shows several decreases to normal values, which could be indicative of a broken conductor and testing of the different vectors was recommended. In addition, the right ventricular (rv) lead exhibits high out of range shock impedance and it has been gradually increasing over the last year. There are no signs of noise from the rv lead and troubleshooting recommendations were provided. The crt-d system remains in service. No adverse patient effects were reported. It was discussed that there were complications observed on the lv lead following troubleshooting performed in clinic and the patient was listed for lv lead replacement. In addition, it was mentioned that commanded shocks would be performed before the lv lead replacement procedure, however, there is not yet information on a scheduled date for these procedures. Additional information provided indicates the lv replacement procedure has not been performed due to issues not related to the device that occurred before the procedure. It was also mentioned that commanded shocks are not planned. The lv lead was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that a request of the cardiac resynchronization therapy defibrillator (crt-d) system data was requested due to high out of range shock impedance observed. Upon review of the device data, technical services (ts) discussed the left ventricular (lv) lead exhibits high out of range pacing impedance and the lv lead settings were reprogrammed by the clinic. It was also noted that the three months impedance trend of the lv lead shows several decreases to normal values, which could be indicative of a broken conductor and testing of the different vectors was recommended. In addition, the right ventricular (rv) lead exhibits high out of range shock impedance and it has been gradually increasing over the last year. There are no signs of noise from the rv lead and troubleshooting recommendations were provided. The crt-d system remains in service. No adverse patient effects were reported. It was discussed that there were complications observed on the lv lead following troubleshooting performed in clinic and the patient was listed for lv lead replacement. In addition, it was mentioned that commanded shocks would be performed before the lv lead replacement procedure, however, there is not yet information on a scheduled date for these procedures. Additional information provided indicates the lv replacement procedure has not been performed due to issues not related to the device that occurred before the procedure. It was also mentioned that commanded shocks are not planned. The lv lead was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured approximately 71.5 cm from the terminal pin. The fracture characteristics are non-specific. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.